Manufacturer narrative:
Weight-race: unk. PMA/510(k): this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -9.5/2.0/088 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same model/size but different power -10.5/2.0/90 (sphere/cylinder/axis) lens due to refractive surprise. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found the optic split and hapatic broken. Unable to identify lens model or proceed with dimensional and refractive measurements due to lens returned split in two. Claim# (B)(4).